Event description:
It was reported that this pacemaker system was suspected to exhibit loss of capture (loc) and oversensing on the right atrial (ra) lead. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. This device system remains in service.